Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to not having a lead on the right side of the body. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the lead was explanted and replaced and implanted on the right side.